Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while deploying the first triclip, during retraction of the actuator knob, clip was opened to greater than 60 degrees while locked. Second triclip was implanted on posterior side of the first triclip. All steps were performed as per IFU. Final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while deploying the first triclip, during retraction of the actuator knob, clip was opened to greater than 60 degrees while locked. Second triclip was implanted on posterior side of the first triclip. All steps were performed as per IFU. Final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.